Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of stress incontinence, uterine prolapse, multi gravida, multiparous, painful intercourse, constipation, surgery (1. Denied: history of blood transfusion. 2. History of dilation and curettage. 3. History of hysteroscopy w/ insert of device to occlude fallopian tubes), fatigue, bacterial vaginosis, pregnancy test negative, menorrhagia, sleep disturbance, depression and anxiety. Previously administered products included: ibuprofen, lexapro, percocet [oxycodone hydrochloride;paracetamol], multi-vitamins vitafit and depo provera. The patient had a family history of coronary artery disease. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1531 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and ovarian preservation.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: surgical pathology clinical history uterine prolapse, stress incontinence specimen identification . Uterus and cervix, cs - bilateral fallopian tubes diagnosis uterus, cervix, bilateral fallopian tubes: endometriosis of uterine serosa secretory endometrium. Leiomyomata uteri. Right and left fallopian tubes containing essure sterilization device. Right and left fallopian tubes containing e-sure sterilization device gross: the right fimbriated fallopian tube is 6.2 x 0.5 cm. There is a metallic coil sterilization device present in the proximal aspect. The left fimbriated fallopian tube is 6 x 0.5 cm with a metallic coiled metallic sterilization device in the proximal aspect. Sectioning of both reveals a nondilated unremarkable lumen. Microscopic sections of the uterine serosa reveal focal endometrial glands and stroma. There is a subserosal nodule composed of interlacing fascicles of spindle cells. Sections of the uterine cervix are unremarkable. Sections of the endomyometrium show round and serrated glands lined by a single layer of columnar cells. Most of the glands show luminal secretions. Some glands show orderly rows of subnuclear vacuoles. Sections of the fallopian tubes are unremarkable. [Ultrasound pelvis] on (B)(6) 2015: complete pelvic ultrasound indication: menorrhagia. Technique: transpelvic grayscale, color doppler and spectral sonographic interrogation. The examination was augmented with transvaginal grayscale, color doppler and spectral technique performed to enhance evaluation of the endometrium and ovaries.comparisons: hysterosalpingography findings: normal uterine echotexture. No masses. The endometrial stripe is smooth and symmetric. No extrauterine fluid collections or abnormal intrauterine fluid. Normal ovarian dimensions and echotexture. No solid masses or pathologically enlarged cysts. Both ovaries are normally perfused. Uterus (cm): l: 9.4 w: 5.0 h: 6.5 note: length of uterus includes cervix. Endometrium (cm): 0.8 left ovary (cm): l: 1.9 w: 1.2 h: 1.7 right ovary (cm): l: 2.5 w: 1.8 h: 1.9 impression: normal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1551 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012 the patient had essure inserted. On (B)(6) 2016 1551 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.